Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
User facility reported that a medfusion 3500 syringe pump had an alert to check clutch plunger level. No patient injury was reported.

Manufacturer narrative:
The reported medfusion¿ syringe infusion pump was returned for investigation. Visual inspection found the device to be in good condition with no external damage being observed. A review of the device event history log found that a check clutch/plunger lever error had occurred. During functional testing, the device underwent flow and occlusion tests; the reported issue could not be duplicated. Investigation was unable to determine the root cause of the check clutch/plunger lever error. The position potentiometer was replaced as a preventative measure. After device repair and recalibration, the device was found to pass all delivery, accuracy and functional tests. (B)(4).